Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that a foley catheter deflated prematurely. A 24 french foley catheter was found on the patients bed deflated and with a broken balloon. All the pieces of the balloon were present.

Manufacturer narrative:
The device was not returned for evaluation. A potential root cause could be due to "high modulus latex". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst."

Event description:
It was reported that a foley catheter deflated prematurely. A 24 french foley catheter was found on the patients bed deflated and with a broken balloon. All the pieces of the balloon were present.